Event description:
It was reported to MFR, by facility, (B)(6), per facility they were transporting a female resident when the bolt up in the cylinder which attaches to the boom came out, when this happened the scale and cradle fell and hit the resident, she sustained a cut which needed stitches for closure. Lift was pulled from service until they received new design. The s/n was on the list for the recalled scale/cradles units by bhm (recall # z-1135-2008). Mfg checked file and all documents were sent to the facility dealer to comply with this recall - dealer either did not and or could not locate this facility. (B)(4).